Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to be misaligned blower module, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Hi sven, another c1 with similar situation as the last. This one was being used to transport between ICU and CT scanner when it went blank and alarmed. Now the unit can't be started. A different battery has been tried and the ac power indicator is green when it's connected tot he wall supply. The user reports they were about 15 minutes into the transport and running on battery when it shut down. Esm I'm thinking. As the unit will not start no log files can be collected. Cheers fm.